Event description:
It was reported during an atrial flutter ablation procedure performed with a cool path ablation catheter, the irrigation port became detached. The physician was ablating the cavotricuspid isthmus with the cool path catheter when the power output dropped to a very low level. The physician then noted the irrigation port was completely detached from the handle and was leaking saline. The catheter was exchanged for another cool path catheter and the case was finished with no consequences for the pt.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a f/u report will be submitted.